Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle stick (after use/dirty) on lot # 8197659. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8197659. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needle stick injury occurred when trying to re-shield needle with a bd syringe 0.5ml 31ga 6mm. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that aid received a needle stick when trying to re-shield needle.